Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula did not insert properly into the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) less than four hours after the pod was activated and that the cannula was out of the skin.